Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (guide system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: "hi" mg/dl (aviva meter) and a result in the "200's" mg/dl (guide meter). The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. No adverse event reported. The test strip lot number for the guide meter was not provided. Return of the suspect device was requested for evaluation.